Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 400 mg/dl at the time of incident and current blood glucose was 423 mg/dl. The customer reported that she changed set but saw no difference. Customer reported that the self test was passed. Customer reported that she did saw insulin coming out of set. The device will not be returned for analysis.